Event description:
While onsite for preventive maintenance service of the unit, the customer reported to the manufacturer's service technician that the device had displayed a vent inop message during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the vent inop occurrence during testing due to an inhalation autozero failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the sensor pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.